Manufacturer narrative:
Product analysis: analysis was able to confirm the customer¿s comment that the programmer touchscreen did not respond to either finger or stylus input. Analysis determined that the stylus was damaged, which caused the reported issue. It was also noted that the left and right hinges of the keyboard were broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touch screen was unable to respond to either finger or stylus input. There was no patient involvement.